Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The customer returned one opened kit containing various components for evaluation. Visual examination of the arrow raulerson syringe (ars) could not be performed as it was not returned for evaluation. A device history record review was performed, and a relevant finding was identified. A non-conformance was initiated for batch 71c16l1128 related to ars leak. However, since no problem was found with the returned sample, this finding is not linked to the returned sample. The customer report of an ars leak could not be confirmed by complaint investigation as the ars was not returned for evaluation. Due to the ars not being returned, the probable root cause of this issue could not be determined. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.